Manufacturer narrative:
Reporting institution phone: (B)(6).reporting phone: (B)(6).

Event description:
It was reported that the device needs repair/service. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.